Event description:
It was reported that the ventilator¿s display flickers on and off. The issue was found during set up for use, with no delay to therapy noted. The customer was advised to replace the user interface assembly. The customer replaced the display assembly to address the issue. The unit was returned to service.